Event description:
It was reported that the measured battery data was 2.06 v, 7 ua, with dashes for impedance. One month previous, trans- telephonic monitoring gave a magnet rate of 97 ppm. In 2007, the estimated time to elective replacement indicator was 0.75 years. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.